Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary, the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check function of device. Check reciprocating frequency with frequency meter. During the service evaluation the following failures were identified: functional: will not run. Internal finding: corrosion/rusting/pitting. Visual: fluid ingress. Conclusion: failure reported is confirmed. Root cause: user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction. H6: correction to investigation summary: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check function of device. Check reciprocating frequency with frequency meter. During the service evaluation the following failures were identified: functional: will not run. Internal finding: corrosion/rusting/pitting. Conclusion: - failure reported is not confirmed. - root cause: user error. H6: component codes, investigation findings codes and investigation conclusions updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during testing of the battery reciprocator device prior to an unspecified procedure, the device was observed to begin leaking a dark, oily fluid. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.